Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. In addition, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
Rp 011266 - the dentist reported that 1 month and 18 days after dental implant was installed in intraoral region 18#, its non-osseointegration was observed. In addition, 60ncm of primary stability was achieved, the patient presented bone type ii and trauma over the implant has occurred.